Manufacturer narrative:
This report is filed (B)(6) 2015.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to a performance decrement and vertigo with device use. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Correction: the correct dar # is (B)(4) as originally reported. This report is filed december 2nd, 2015.